Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. A purulent like drainage coming from the superficial incision site was noted. The physician had washed the pocket with antibiotics and treated the patient with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.